Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient was hospitalized due to very inflamed insertion site. Reportedly, the peg tube migrated out of the abdomen due to the inflammation, the nutrition team placed a duodenal tube wherein difficulty was encountered with connecting it to the pump. There will be a replacement of the peg tube (date is unknown.) Currently, the duodopa will be given through a nasal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient was hospitalized due to very inflamed insertion site. Reportedly, the peg tube migrated out of the abdomen due to the inflammation, the nutrition team placed a duodenal tube wherein difficulty was encountered with connecting it to the pump. There will be a replacement of the peg tube (date is unknown.) Currently, the duodopa will be given through a nasal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.